Event description:
It was reported that the patient presented in the emergency room with chest pain. Upon interrogation, it was discovered that the right atrial lead exhibited a failure to capture and high pacing impedance. The lead was explanted and replaced. The patient was in stable condition.